Event description:
It was reported that (1) hptuv was used during an esohagectomy procedure. It was reported by the affiliate that the surgeon got an electric shock from the handpiece. A new handpiece was used through the rest of the operation. No adverse pt outcome.